Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A sample was not provided for further evaluation. The revision operative report states that a "single area of vaginal mesh noted on the posterior vaginal wall." Based on the limited information provided and the patient's pre-existing conditions no conclusions can be made between the reported post-operative complications and the bard/davol device used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported by the patient's attorney and implant/revision operative reports: ni/ni/ni - the patient underwent a vaginal repair using an unspecified mesh. On (B)(6) 2008 - the patient underwent a total pelvic floor repair with mesh (tpmr) utilizing a bard/davol bard flat mesh, hysterectomy and oophorectomy. Partial explant of the previous unspecified mesh. On (B)(6) 2015 - the patient underwent a revision (partial explant) of the transvaginal mesh (bard/davol bard flat mesh) sling and cystoscopy due to a "single area of vaginal mesh exposure noted on the posterior vaginal wall." As alleged by the patient's attorney, the patient experienced vaginal /pelvic pain, pain during intercourse and uti.